Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of erosion/extrusion, a microscopic examination was not performed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was replaced due to erosion/extrusion.